Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the ins was not holding a charge. Caller met with pt today and last recharge session from yesterday showed that ins was charged to 100%. Pt noted that this morning her ins charge level was showing as 80% but then pt was leaving the house this morning her ins charge was at 0%. However, in clinic today, ins charge level was showing 70% on tablet. It was reviewed that pt may have been mistaking controller charge level for ins charge level. Caller also noted that pt's charging session from yesterday had date of dec 6. It was reviewed that ins date was likely incorrect on the controller. Pt didn't bring their controller with them to clinic and caller was no longer with pt at time of call. Pt using ld settings and there isn't necessarily any immediate concern about depletion rate of ins on part of caller. When caller sees pt again, she will ask pt to bring in their external equipment. Caller may also refer pt to call into ps for troubleshooting.¿it was noted there wasn't necessarily a concern in how often the patient was charging. The patient was not¿charging that often currently, every 11+ days but it looked like their ins was discharged by the time she charged her ins. It was also noted that¿recharge coupling has been fair at times which was going to increase the duration of the patient's charging quite a bit. She did have "excellent" recharge quality on her "(B)(6)" session which shows that she can charge more efficiently. Additional information was received. It was reported the cause of the ins not holding a charge was not determined as the 0% was not reflective to what the manufacturer representative was seeing. There were no actions taken as the patient was supposed to bring in their equipment if they came back in. The patient was educated on the different charge icons for the controller and implant. The issue was not resolved. Patient reported that the stimulator was replaced due to problems with it shocking her and not holding a charge. As of(B)(6) 2021 the issue was the same. The patient said they needed someone to look at it and the issue was not resolved.